Manufacturer narrative:
The foot end brake casters were replaced by the technician to resolve the issue.

Event description:
The account alleged that when the brakes were activated the foot end brake casters would swivel. No pt impact.